Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x28mm promus element drug-eluting stent was selected to treat the lesion. However, the stent was stripped while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end, the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The complainant specified that this damage occurred while passing this device through the lesion. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x28mm promus element¿ drug-eluting stent was selected to treat the lesion. However, the stent was stripped while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.